Manufacturer narrative:
Evaluation summary: the reported condition of a pump with an unknown issue was confirmed as failure code 814:01 in the pump¿s event history file during product evaluation. Inspection of the device found that the pump¿s main batteries were five discharges below their alarm threshold. The pump¿s main batteries were damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.

Event description:
The facility reported a pump with an unknown issue. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.